Event description:
It was reported that during implant the catheter tip had been positioned to disk level t12-l1. At follow-up in 2005, the patient had experienced "lots of neuropathy" that had increased since surgery. An MRI exam of the lumbar spine had detected an intrathecal mass centered posteriorly and to the right located at the t12-l1, disc level, which had displaced the conus medullaris anteriorly and to the left. The intradural extramedullary mass measured approximately 1.4 by 1.2 cm in diameter and did not extend into the right foramen. The drug used in the pump at the time of granuloma diagnosis had been morphine sulfate 50 mcg/ml and clonidine 120 mcg/ml, at a rate of 16.45 mg per day. The hcp reported that intraspinal therapy was continued after surgical intervention to remove the involved catheter and replace it with a new catheter tip positioned below the inflammatory mass. The catheter revision redirected the distal tip of the new catheter to l5-s1, lumbar disk level, which was below the inflammatory mass thoracic disc level. Additional surgical intervention was reported; on approx six and a half months later, the granuloma was resected by laminotomy. Refer to MFR report # 6000030200701512.

Manufacturer narrative:
The reported event was part of the product advisory "updated information: inflammatory mass (granuloma) at or near the distal tip of intrathecal catheters" - medical device correction, physician communication (2008). As a result of late reporting by the representative, this report is being submitted. Re-training is anticipated.